Event description:
Reportedly, this device was explanted after approximately a 3 month implant duration due to aortic endocarditis, stenosis, and regurgitation.

Manufacturer narrative:
Device not returned.